Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MFR ID#: 2134265-2011-00559, 2134265-2011-00560, 2134265-2011-00561, 2134265-2011-00562. Same case as MFR ID#: 2134265-2011-03341, 2134265-2011-03347, 2134265-2011-03348. It was reported that during during a stenting treatment procedure, a myocardial infarction occurred. The patient presented due to stable angina (ccs class 2) and was referred for cardiac catheterization. There were 4 target lesions identified in the left anterior descending (lad) and right coronary artery (rca). Of note, the patient had a previous coronary intervention in (B)(6) 2010 where disease in these vessels was identified and a decision was made to treat at a later date. Target lesion #1 was 70% stenosed, 12mm long and located in the mid left anterior descending coronary artery (lad) extending into the distal lad with a reference vessel diameter of 2.75mm. It was treated with predilation and placement of a 2.75x20mm taxus liberte stent and post dilation resulting in 10% residual stenosis. Target lesion #2 was 80% stenosed, 20mm long and located in the proximal lad with a reference vessel diameter of 3.0mm. Target lesion #2 was treated with predilation and placement of a 3.0x38mm taxus liberte stent resulting in 10% residual stenosis. Of note, this lesion was reported to be in stent restenosis. Target lesion #3 was 99% stenosed, 10mm long and located in the distal rca with a reference vessel diameter of 2.75mm. It was treated with predilation and placement of a 2.75x16mm taxus liberte stent and post dilation resulting in 10% residual stenosis. Target lesion #4 was 99% stenosed, 22mm long and located in the proximal rca extending into the mid rca with a reference vessel diameter of 2.75mm. Treatment consisted of predilation and placement of a 2.75x28mm taxus liberte stent and post dilation resulting in 10% residual stenosis. It was reported that lab values showed elevated cardiac enzymes indicating the patient had experienced a myocardial infarction. No action was taken to treat this event. The next day, an ECG showed normal sinus rhythm and no acute changes from baseline. The patient was then discharged on aspirin and prasugrel. (B)(6) - 2011: the patient presented with severe substernal chest pain. Troponin I levels were elevated (peak troponin I = 3.17 ng/ml, uln = 0.05 ng/ml) and the patient was diagnosed as having a myocardial infarction. ECG showed st-segment depression in v5 and v6 with some t-wave inversion in lead 1 and avl. Cardiac catheterization revealed 75% stenosis proximally to the previously placed study stents in the lad with diffuse disease throughout the remainder of the vessel. There was subtotal occlusion of the posterolateral branch and diffuse distal disease of the right posterior descending coronary artery. There was no evidence of in stent restenosis in the rca. Three days later, the proximal lad was treated with direct stent placement of a 3.0x12mm taxus stent resulting in 10% residual stenosis. At this time the lcx was also treated with placement of a 2.75x38mm and 3.0x16mm taxus stents. The patient was discharged 1 day later on aspirin and prasugrel. It is the opinion of the physician that this event is not related to the taxus liberte stents.